Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump made a screeching noise. They took out the battery and the insulin pump¿s screen was still frozen. The customer¿s blood glucose level was 155 mg/dl. Troubleshooting was performed. The insulin pump¿s screen was not completely blank. There were no alarms during, or after, the buttons stopped responding. They inserted a new battery. They were advised to observe the time clock for one minute to verify if time advances. The customer stated that time was not advancing. The device was returned for analysis.